Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400j vena cava filter allegedly material deformation, unable to retrieve and tilt. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old. Weight of the patient was not provided.